Event description:
According to the reporter, the device is intermittently not powering up completely. There were no reports of any pt use during the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed fault codes logged into device memory related to program control. Physio replaced the system controller pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.